Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eight devices were returned for evaluation. Six events were confirmed during testing. Six devices were found to be affected by a lever assembly that was loose/had moved. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device either ran without user activation or experienced a condition in which it was possible to run without user activation. There was no patient involvement; no patient impact.